Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A patient reported that they were shocked by their implantable neurostimulator (ins) system in (B)(6) 2016, so they "shut it down." They felt the shocking sensation, when lying down especially. The patient suspects that the lead had migrated because they know the "box" has migrated about two inches from the original location. The patient reported the ins was originally in their left flank, but it has moved two inches away and is just under the skin now. The patient assumes that the ins migration and resulting muscle tension has caused the lead to move. The patient had not been in to see their healthcare provider for this yet. The patient stated that the ins therapy had worked great at first. The patient was redirected to their healthcare provider to assess lead and ins position, movement, and system integrity, and also regarding shocking sensation.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the impedances were checked on (B)(6) 2016 and within normal range as far as they were aware. The device was reprogrammed on (B)(6) 2016 after which stimulation was in a better location and after which the patient no longer felt shocking sensation. The cause remains unknown, the patient was doing well and receiving effective therapy post-reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.